Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold. The patient experienced diaphragmatic stimulation. The lead was explanted and replaced. The patient was stable.

Event description:
New information states that the lead exhibited loss of capture.

Manufacturer narrative:
A complete lead was returned in one piece. The reported events of high pacing threshold and loss of capture were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2938836-2020-02707.